Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that one device was returned but not in any original packaging. The suture capture has been disconnected from the upper jaw. The returned suture capture is not deformed or broken. Bio debris is present, and no other visual deficiencies were found. A functional evaluation was performed on the returned device and found that the jaw will close, and the suture passer will deploy when trigger is initiated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) excessive force, (2) tissue thickness, (3) damage or debris on the device tip between passes. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the capture window of the firstpass broke, after biting the cuff a few times and when the shaft was pulled out of the body through the cl-tr thrd cannula. The procedure was completed with the same faulty device with no surgical delay. No further complications were reported.